Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: h2, h3, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cuts found on the cable & faulty charged coupled based on the results of the investigation, it is likely the following led to the malfunction: no picture was due to faulty charged coupler device. The most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no picture. The issue was found during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no picture. The issue was found during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.